Event description:
It was reported that a pt underwent a gynecological procedure in 2008. During the procedure, the motor drive unit seemed to stall easily when used. The blade would not rotate smoothly but started and stopped intermittently. The case was successfully completed using the same device with no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: 2/21/2008. Conclusion: the actual device involved in this event was returned for evaluation. During evaluation, the reported symptoms were not duplicated. Using a test fixture hand piece, the unit ran for fifteen mins clockwise and counter clockwise without the blade stalling or blade rotation problems. Internal inspection revealed no loose hardware or electrical connections. The stall test and rpm measurements were performed per requirements. In addition, a review of the device mfg records was conducted and the device met all finished goods release criteria.